Event description:
It was reported that the pump had been alarming upstream occlusion. Per reporter, troubleshooting was performed, and the pump would run for a few minutes before alarming again. Reporter stated the pump was turned off, but the alarming had persisted. The reporter indicated that, due to unrelated numbness in their hands, the patient was unable to remove the batteries, and eventually the pump powered off. The patient was then redirected to the clinic. There was no reported patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.